Event description:
The customer reported obtaining erroneous accutni (troponin I) results above the acute myocardial infarction (ami) cutoff of the assay for five different patients involving their access 2 immunoassay analyzer portion of the unicel dxc 600i synchron access clinical system. The samples were repeated on an alternate analyzer and the results were within the normal range of the assay. The customer indicated that three of the elevated results were reported out of the laboratory; however, there was no change or affect to patient treatment in connection with this event. The customer noted that some of the patients had been admitted to the hospital but confirmed that the patients were not admitted based on the erroneous results. Instrument printouts for only four patients were provided by the customer. Quality control (qc) was passing within the customer's established ranges on the day of the event. Samples were collected in lithium heparin plasma tubes and centrifuged for 7 minutes at 3400 rpm. The customer did not note any sample integrity issues. Beckman coulter field service engineer (fse) was dispatched and observed issues with the instrument transducer operation. The fse noted the main pipettor/transducer was loose on z belt and the z belt was replaced to resolve the issue. The fse also replaced the pipettor probe tip and cleaned the wash station. The fse rebuilt the wash pump and replaced the wash pump o-rings after observing microbubbles within the wash pump housing. The analytical module was removed, the reaction vessel (rv) tract was cleaned and the rvs replaced within the module. Repairs were then verified and results met published specifications.

Manufacturer narrative:
Results: hardware malfunction is the likely failure mode of the event but the exact hardware component could not be determined.